Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the implantable neurostimulators (ins) had not been working since implant. No patient symptoms or harm were reported.

Manufacturer narrative:
Updated UDI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.